Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a25. Annex g: g07001. Annex b: b01, b14. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the cause of the reported of a failure to alarm air-in-line was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. During the external inspection there were no obvious issues or anomalies observed with the returned device. The suspect pump module was tested, and it was found that the module¿s air detection system was operating within specifications. Upon completion of testing, the suspect pump module was disassembled for an internal inspection. No issues or anomalies were found that may have been a contributing factor for the reported issue. The customer provided an event date of february 10, 2025. Based on the review of the suspect pump module s/n (B)(6) event log. On february 10, 2025, at 7:36 am when the pump module was powered on and attached to the pcu s/n (B)(6), at 8:30 am an infusion was programmed with a rate of 10 ml/hr and a volume to be infuse (vtbi) of 4 ml. At 8:44 am ¿ 9:56 am, the pump was programmed 5 times with different rates and vtbi. At 10:33 am, the pump alarmed air in line five (5) times, then was channeled off. At 11:43 am ¿ 12:45 pm, the pump was programmed four (4) times with different rates and vtbi. At 12:46 pm, the pump alarmed air in line three (3) times, then was channeled off. At 2:21 pm ¿ 2:51 pm, the pump was programmed 2 times with different vtbi. At 2:54 pm, the pump alarmed air in line, then was channeled off. At 3:26 pm, the pump was programmed with a rate of 510 ml/hr and a vtbi of 255 ml. At 3:39 pm, the pump alarmed air in line, then was channeled off. The bd alaris user manual (v12.1.2), bd pump module, ensure that the tubing guide arm is not missing and that it opens when the pump module door opens. The tubing guide arm is a small component inside the door that helps guide the tubing into the air-in-line sensor. If the tubing guide arm is missing or broken a nuisance air-in-line alarm can occur. If there is a failure, send the pump module to bd for repair. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms (see bd alaris pump module set loading on page 87). Ensure that air is expelled from line prior to beginning infusion (unexpelled air-in-line could have serious consequences). Do not wipe the air-in-line sensor with any cleaning product. Cleaning products can damage the sensor and lead to patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported failure to alarm air-in-line could not be identified during the investigation. It was found that the module¿s air detection system was operating within specifications.

Event description:
It was reported that the device did not detect the air in the tubing during an infusion of orencia at 200ml/hr. Tubing used at the time of the event was the bd alaris pump infusion set ref (B)(4). No further information was provided. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device did not detect the air in the tubing during an infusion of orencia at 200ml/hr. Tubing used at the time of the event was the bd alaris pump infusion set ref 2426-0007. No further information was provided. There was patient involvement but no harm.

Event description:
It was reported that the device did not detect the air in the tubing during an infusion of orencia at 200ml/hr. Tubing used at the time of the event was the bd alaris pump infusion set ref b)(4). No further information was provided. There was patient involvement but no harm.

Manufacturer narrative:
Correction: annex g: g07001. Additional information: annex g: g0301201. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.